Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a separation between pebax and electrode section. During the procedure, a force sensor issue was identified. There was blood on the catheter. There was no difficulty in inserting/removing/maneuvering the catheter, and there were no damages noted at the time. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed foreign reddish material presumably blood inside the pebax, additionally a separation between pebax and electrode section was found. The visual inspection revealed a greenish-white material, presumably corrosion on the connector pins, then, an irrigation test was performed and no water leakage was found during the test. Due to this condition the device the device was dissected an the electrical coils were measured but no problem was found, there were within specifications. A manufacturing record evaluation was performed for the finished device 31523517l number, and no internal actions related to the reported complaint condition were identified. The separation between the pebax and electrode could be related to the force issue and foreign material reported event by the customer. The root cause of the pebax damage be related to a manufacturing process. The corrosion found during the test was unrelated to the reported event by the customer. The potential cause could not be determined. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. This product issue will be addressed through johnson & johnson medtech quality system. An internal action being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).